Event description:
The customer reported that scope communication error e226 occurred during an unspecified procedure using the hd camera head. The customer reported the issue was likely caused by a cable problem. There was no patient harm reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed: error message e226 was displayed. The investigation determined the device had a damaged cable which likely caused the issue. The damage identified caused the cable to no longer be water-tight. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were reproduced. It was determined that phenomenon (1): e226 error occurred due to communication failure caused by cable failure. E226 is an error which is displayed when abnormality occurs on the communication between endoscope and processor; phenomenon (2): the image was not displayed due to communication failure caused by cable failure. For cause of cable failure, probable cause was immersion inside the device from damaged part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.